Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was reported as due to a bacterium; however, the source of the bacteria was not specified, therefore, the cause of the event was assessed as unknown. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with an unspecified injection and infusion of an anti-inflammatory drug diluted in sodium chloride (drug name, dose, route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.